Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump went into threshold suspend when his blood glucose level was not low. His sensor glucose reading was 46 mg/dl but his blood glucose level was 321 mg/dl. The insulin pump alarmed calibration error, weak signal, and sensor end. The customer also had issues with the serter not releasing the sensor. The serter had a bent catch arm. The sensor suddenly dropped from 180 mg/dl to 47 mg/dl. The device was not returned.